Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation, no foam particles were noted in the airpath, yet foam degradation was found. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination. The device was scrapped by the service center after the evaluation was completed.